Event description:
It was reported that during the implant procedure the lead whisper guidewire lodged. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
The reported event of difficulty inserting whisper wire was confirmed. A complete lead was returned in one piece with guidewire stuck inside the lead. Visual inspection found the guidewire was bunched up. X-ray inspection found the inner coil was bunched up inside the connector region consistent with procedural damage.